Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the sleep current measurement and active current measurement. No pump error the hrm task did not grant motor power in reasonable time alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump will be returned for analysis.